Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked case on the display window, and a severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unresponsive up and down arrow buttons. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.